Manufacturer narrative:
Update product brand name from "philips" to "philips sonicare", update common device name from "unit, oral irrigation" to "airfloss". The consumer's contact phone number was identified and updated. Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that the root cause was customer abuse.

Manufacturer narrative:
No serious injuries or property damage were reported. Event date is approximate. Foreign report source: the complaint was reported by a consumer from (B)(6).

Event description:
A consumer reported that their airfloss caught fire. No serious injuries or property damage were reported.